Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and intermittent pacing inhibition. The lead was surgically abandoned and replaced with no further issues. No additional adverse patient effects were reported.